Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having low blood glucose of 30s mg/dl. The paramedics were called and treated her blood glucose. Troubleshooting was performed, and it seems that the insulin pump was functioning as designed. The caller believed that she might miscalculate the carbohydrates count. The customer also mentioned that she passed out the day before and her family found her. The customer stated that the relatives helped her to bring up the glucose level. No further information was provided.